Event description:
Implant date: 1993. Pt was implanted with rods from t11-l2. It was reported that a myleogram taken in 2000, showed the left rod had fractured. About six weeks later, pt complained of numbness and had a revision surgery to remove a "portion of the left rod" at t10-t11.